Event description:
Procedure type: hernia. According to the reporter: the first device's needle detached but did not fall into patient cavity. The second device bent and broke. The doctor was able to use a third device which worked fine. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No patient injury reported.

Manufacturer narrative:
(B)(4).